Event description:
It was reported during a laparoscopic cholecystectomy the outer gasket of the 5mm trocars ripped. The trocars leaked. The surgeon reported this happened twice in the case. The case was completed with another 5mm trocar. There was no consequence to the pt. 5/27/97 rep reported the subxiphoid was the site of the trocars. The case was long and many instruments were used such as the dcs12,al326, and a dolphin nose dissector.